Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was in the hospital for an unrelated procedure. The device was interrogated prior to the surgery and found to be in safety mode. The surgery was postponed and a device replacement procedure was performed the next day. No additional adverse patient effects were reported.